Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with spondylolisthesis with anterolateral listhesis and left-sided compression at l4-5. The patient underwent lateral extra-cavitary approach, retroperitoneal, for inter-body fusion, l4-5, with peek implant and bone morphogenic protein. As per-op notes, ¿a peek implant was used with 40x9 mm peek implant packed with graft-on and bmp sponge and securely malleted into position.¿ the patient tolerated the procedure without difficulty. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.